Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 3,319 joules. Also, it was reported the that fiber cap was retrieved. No pt injury was reported. The device was not returned for evaluation.